Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was off the insulin pump for three to four weeks due to an open heart surgery. The last two days, since getting back on the insulin pump, he experienced low blood glucose levels. His blood glucose level went down to 47 mg/dl. He treated his blood glucose level with juice. The device was not returned.